Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the iliac screw stripped during insertion. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visual and optical inspection of the cmas bone screw hex noted some material deformation of the hex. Functional evaluation of the cmas screw with a sample cmas driver and simulated bone did not identify any issue with fully driving the screw into the simulated bone. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.